Event description:
Device report 2 of 3. Reference MFR report: 1627487-2011-09136. Reference MFR report: 1627487-2011-09138. The pt received the scs sys including one percutaneous lead, two extensions (from the same lot) and the ipg on (B)(6) 2010. It was reported the pt elected to explant the entire scs sys as he experienced over stimulation. Reprogramming attempts was unable to resolve the issue. The explanted products have been returned to sjm. No further pt complications were reported.

Manufacturer narrative:
Eval: results: insp of the returned products revealed the products were completely cut at approx 10 cm from the base of the paddle. Minor discoloration was observed in the paddle near the base and in one of the lead segment. The terminal ends were in good condition and minor discoloration was observed in one of the lead bodies. No functional testing was performed due to the lead being cut. No anomalies were observed that would have existed prior to the explant and would have contributed to the complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.